Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the mid left anterior descending artery (lad). A 2.50mm x 15mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon ruptured while raising the air pressure. The procedure was completed with another with same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was blood in the wire lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. The wire lumen was flattened from the proximal marker band to the distal marker band. There was tip damage. Functional testing using a water filled inflation device was used to inflate the balloon to the rated burst pressure for 5 minutes with no sign of balloon burst. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the mid left anterior descending artery (lad). A 2.50mm x 15mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon ruptured while raising the air pressure. The procedure was completed with another with same device. No patient complications were reported and the patient status was stable.